Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see remedial action reference. Complaint trends will continue to be monitored.

Event description:
The customer reported the n65 display was missing segments. There was no patient involved.